Event description:
Note: this report pertains to the second of two expect pulmonary needles used during the same procedure. It was reported to boston scientific that an expect pulmonary needle was used during an endobronchial ultrasound (ebus) performed on (B)(6) 2023. During the procedure, the needle failed to lock due to a defective adjustment knob. The needle also punctured the sheath of the echo-bronchoscope device. A second expect pulmonary needle was opened, which had the same problem. As a result, the procedure has been canceled and rescheduled for later the same day. There were no patient complications as a result of this event.

Manufacturer narrative:
Block g4 premarket / 510(k)#: k163248&k151895. Block h6: imdrf impact code f1001 captures the reportable event of a cancelled procedure.